Event description:
During a thyroid procedure, while activating on an unknown power level, the instrument was smoking with no coagulation. A normal audible tone was heard from the generator. The instrument was replaced and error 5 occurred. The power was cycled on the generator and the case was resumed. Upon activating again error 3 occurred. The case was continued with bi-polar. There was no reported patient consequence.